Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14458. It was reported that the system was explanted due to suspected blood infection. The primary and secondary cause of infection was suspected to be due to recent PICC (peripherally inserted central catheter) line insertion and physician suspects that infection could possibly be due to PICC (peripherally inserted central catheter) line insertion procedure. There is no known allegation from the health professional that suggests the infection was related to the device or the leads. The pacemaker and right ventricular lead were successfully explanted, and new right ventricular lead was implanted and hooked up externally to the generator. The patient will be reimplanted after the antibiotic therapy. The patient was stable throughout the procedure.